Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6): , UDI#: (B)(4) h3: the 97755 recharger, serial #(B)(6), was returned for product analysis. Analysis revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated she needs a new battery. Pt clarified that she needs a new external battery as they were trying to charge the ins and it wasn't working. Pt stated the controller was at 80% but it still was not connecting to the ins battery. Pt stated she plugged in the controller to charge more and after she disconnected the ac power cord she saw a message that said she needs a new lithium battery pack. Pt verified she was not connected to anything when that message came up. They mentioned issues charging the lithium battery a couple of weeks ago, and stated she had to recharge the external battery for a couple of hours then. A replacement battery pack was sent out. No symptoms were reported. Pt stated they sent back the large battery cover with the 97745bp battery pack. Agent requested repair send pt a large battery cover. Pt mentioned the therapy works well for their break thru pain that can happen 1-2x a day for a few seconds. Additional informati on was received. Pt called back saying for the last month or longer they had a lot of trouble recharging the ins. Pt said they thought the issue was the li battery so they were sent a replacement, but that did not resolve the issue (pt confirmed their issue they were calling about was a continuation of the same issue already documented in this case). Pt said charging usually took 1-1.5 hours, but the last time they charged it took over 2 hours to go from 60-80% ins charge. Pt said they believe the issue is actually with the rtm as they plugged the controller in to ac power and was able to charge from 70-100% in 30 mins. Pss asked, pt said they have also believed the rtm cord was getting hot.